Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that although post-implantation testing showed the implanted valve was functioning properly, the patient continued to experience headaches. According to the report, the physician decided to tie off the shunt system and place an external drainage catheter to accurately monitor the csf flow and pressure in the patient while the cause of the headaches is determined.